Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the fiber optic cable was connected to the console. The console then generated a fiber optic sensor failure message. Therapy was completed after transducing the arterial line from the central lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood between the sheath and catheter and on the exterior. A non-maquet sheath approximately 10.9 cm in length was attached to the catheter at approximately 42.9 cm from the iab tip. A catheter tubing kink was found at approximately 69.1 cm from the iab tip. The fiber optic sensor was broken at approximately 63.5 cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and no leaks were detected. The evaluation confirmed the reported failure. We are unable to determine how this may have occurred. Non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the fiber optic cable was connected to the console. The console then generated a fiber optic sensor failure message. Therapy was completed after transducing the arterial line from the central lumen. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).